Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized on the same day as the onset. On an unreported date, the patient received inpatient treatment (doses, routes, duration and frequencies not reported) due to peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.